Event description:
Report received from the USA, stating that the device had low power. Device was not used in surgery. Date of the event is unknown. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported problem could not be confirmed or duplicated; the device was tested and found to meet all specifications, and no problems were noted. It is possible that the reported issue may have been caused by improper connection or low pressure from the air source at the customer site. If additional information is received, a supplemental report will be sent. (B)(4).